Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to an unrelated gastral intestinal bleed. Upon interrogation, it was noted that the left ventricular - lv lead exhibited failure to capture. The lv lead was reprogrammed (B)(6) 2020 and the patient experienced no consequences.